Event description:
My husband and son started using moistureloc by renu in december, on 02/09/06 my husband come home from work complaining about his right eye. He said it hurt and was swelled up, by the mroning it was real red and had a discharge and he said that the light hurt his eyes. He went to work but had to come home from work because of pain, swelling, blurred vision, light sensitivity. We thought maybe he had something in his eye. We went to the emergency room on the 02/11/06. They said he had a scratch on his eye and to come back if needed. By monday morning it was not better, went back. They sent us to ophthalomolgist. He had to go to ophthalomogist for a month to get better, but in that month they said he lost 5% of his vision in his right eye. He started wearing his contacts again using the renu moistureloc and within 21 days started having the same problems with his left eye: redness, blurred vision, light sensitivity, discharge, swelling. It was not bad as his right eye only because we caught it soon enough. My son started complaining of redness and some pain in the month of 03/2006. We had him quit using the renu and got him something else and he hasn't had a problem since.